Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), polycystic ovaries ("polycystic ovarian syndrome") and genital haemorrhage ("abnormal genital bleeding") in a 38-year-old female patient who had essure (ess205) (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, dysfunctional uterine bleeding, depression, nickel sensitivity and tendonitis. Concurrent conditions included body mass index normal, irritable bowel syndrome, polycystic ovary since (B)(6) 2015, stenosis since (B)(6) 2012, tendonitis and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008 and paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure (ess205) inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), arthralgia ("hip pain / knee pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("dental problems / tooth loss"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6) 2008, the patient experienced allergy to metals ("an allergic reaction to nickel"). On (B)(6) 2008, the patient experienced polycystic ovaries (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), rash erythematous ("itchy, red rashes"), weight increased ("weight gain"), menstrual disorder ("severe abnormal menstruation"), hepatomegaly ("enlarged liver") and alopecia ("hair loss"). In 2009, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping/ lower abdominal pain"), uterine pain ("uterine pain"), inflammation ("severe inflammation"), pain ("general body aches"), abdominal distension ("bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("anxiety"), amnesia ("memory loss"), swelling ("body swollen") and abdominal pain ("abdominal pain"). The patient was treated with cyanocobalamin-tannin complex (b12), ibuprofen (ibuprofene), lisinopril, oxycodone, diazepam (valium), hydrocodone, phentermine and surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, polycystic ovaries, abdominal pain lower, arthralgia, dental caries, tooth loss, dysgeusia, inflammation, pain, abdominal distension, vaginal infection, dyspareunia, anxiety, fatigue, allergy to metals, depression, amnesia, menstrual disorder, hepatomegaly, hypertension, swelling and abdominal pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, uterine pain, menorrhagia and vaginal haemorrhage had resolved and the back pain, rash erythematous, weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hepatomegaly, hypertension, inflammation, menorrhagia, menstrual disorder, pain, pelvic pain, polycystic ovaries, rash erythematous, swelling, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes pregnancy test - on an unknown date: negative. Ultrasound abdomen - on an unknown date: enlarged liver quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc.fu 3 and 4 proceed together. On 17-jul-2018: historical condition were added.fu 3 and 4 proceed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (ess205) (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and dysfunctional uterine bleeding. Concurrent conditions included body mass index normal, irritable bowel syndrome, polycystic ovary since (B)(6) 2015, stenosis since (B)(6) 2012, tendonitis and smoker. Concomitant products included cyanocobalamin-tannin complex (b12), ibuprofen (ibuprofene), lisinopril, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008, oxycodone and paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure (ess205) inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and tooth disorder ("dental problems"). On (B)(6) 2008, the patient experienced rash erythematous ("itchy, red rashes"), weight increased ("weight gain"), weight decreased ("weight loss"), menstrual disorder ("severe abnormal menstruation") and the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), inflammation ("severe inflammation"), pain ("general body aches"), abdominal distension ("bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("anxiety"), rash ("rashes"), pruritus ("itching"), the second episode of alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), allergy to metals ("an allergic reaction to nickel"), amnesia ("memory loss"), polycystic ovaries ("polycystic ovarian syndrome") and hepatomegaly ("enlarged liver"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, inflammation, pain, abdominal distension, vaginal infection, dyspareunia, anxiety, rash, pruritus, the last episode of alopecia, fatigue, allergy to metals, vaginal haemorrhage, depression, amnesia, rash erythematous, tooth disorder, polycystic ovaries, menstrual disorder and hepatomegaly outcome was unknown and the back pain, weight fluctuation, weight increased and weight decreased was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hepatomegaly, inflammation, menorrhagia, menstrual disorder, pain, pelvic pain, polycystic ovaries, pruritus, rash, rash erythematous, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information and events- abnormal bleeding (general); abnormal bleeding (vaginal), depression, memory loss, itchy red rashes, dental problems, pain, weight gain, weight loss, polycystic ovarian syndrome, severe abnormal menstruation, enlarged liver, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), polycystic ovaries ("polycystic ovarian syndrome") and genital haemorrhage ("abnormal genital bleeding") in a 38-year-old female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, dysfunctional uterine bleeding, depression, nickel sensitivity and rotator cuff tendinitis. Concurrent conditions included body mass index normal, irritable bowel syndrome, polycystic ovary since (B)(6) 2015, stenosis since (B)(6) 2012, tendonitis and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) from 4-mar-2008 to 4-jun-2008 and paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), arthralgia ("hip pain / knee pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("dental problems / tooth loss"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6) 2008, the patient experienced allergy to metals ("an allergic reaction to nickel"). On (B)(6) 2008, the patient experienced polycystic ovaries (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), rash erythematous ("itchy, red rashes"), weight increased ("weight gain"), menstrual disorder ("severe abnormal menstruation"), hepatomegaly ("enlarged liver") and alopecia ("hair loss"). In 2009, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping/ lower abdominal pain"), uterine pain ("uterine pain"), inflammation ("severe inflammation"), pain ("general body aches"), abdominal distension ("bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("anxiety"), amnesia ("memory loss"), swelling ("body swollen") and abdominal pain ("abdominal pain"). The patient was treated with cyanocobalamin-tannin complex (b12), ibuprofen (ibuprofene), lisinopril, oxycodone, diazepam (valium), hydrocodone, phentermine, surgery (total hysterectomy and bilateral salpingo-oophorectomy) and surgery (underwent oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, polycystic ovaries, abdominal pain lower, arthralgia, dental caries, tooth loss, dysgeusia, inflammation, pain, abdominal distension, vaginal infection, dyspareunia, anxiety, fatigue, allergy to metals, depression, amnesia, menstrual disorder, hepatomegaly, hypertension, swelling and abdominal pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, uterine pain, menorrhagia and vaginal haemorrhage had resolved and the back pain, rash erythematous, weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hepatomegaly, hypertension, inflammation, menorrhagia, menstrual disorder, pain, pelvic pain, polycystic ovaries, rash erythematous, swelling, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: negative. Ultrasound abdomen - on an unknown date: enlarged liver . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: after internal review, model was updated to essure 305 (lot number 626277 - evaluated during product technical complaint analysis). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and polycystic ovaries ('polycystic ovarian syndrome') in a 38-year-old female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysfunctional uterine bleeding, depression, nickel sensitivity and rotator cuff tendinitis. Concurrent conditions included polycystic ovary since (B)(6) 2015, stenosis since (B)(6) 2012, body mass index normal, irritable bowel syndrome, tendonitis and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 and paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal genital bleeding"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), arthralgia ("hip pain / knee pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("dental problems / tooth loss"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6) 2008, the patient experienced allergy to metals ("an allergic reaction to nickel"). On (B)(6) 2008, the patient experienced polycystic ovaries (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), rash erythematous ("itchy, red rashes"), menstrual disorder ("severe abnormal menstruation"), hepatomegaly ("enlarged liver") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2009, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping/ lower abdominal pain"), uterine pain ("uterine pain"), inflammation ("severe inflammation"), pain ("general body aches"), abdominal distension ("bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("anxiety"), amnesia ("memory loss"), swelling ("body swollen"), abdominal pain ("abdominal pain"), ovarian cyst ("cyst in ovaries") and blepharospasm ("eyelid twitching"). The patient was treated with cyanocobalamin-tannin complex (b12), diazepam (valium), hydrocodone, ibuprofen (ibuprofene), lisinopril, oxycodone, phentermine and surgery (total hysterectomy and bilateral salpingo-oophorectomy and underwent oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, polycystic ovaries, abdominal pain lower, arthralgia, dental caries, tooth loss, dysgeusia, inflammation, pain, abdominal distension, vaginal infection, dyspareunia, anxiety, fatigue, allergy to metals, depression, amnesia, menstrual disorder, hepatomegaly, hypertension, swelling, abdominal pain, ovarian cyst and blepharospasm outcome was unknown, the genital haemorrhage, dysmenorrhoea, uterine pain, menorrhagia and vaginal haemorrhage had resolved and the back pain, rash erythematous, weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, blepharospasm, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hepatomegaly, hypertension, inflammation, menorrhagia, menstrual disorder, ovarian cyst, pain, pelvic pain, polycystic ovaries, rash erythematous, swelling, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: results: negative.. Ultrasound abdomen - on an unknown date: results: enlarged liver. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Reporter added. Added event eyelid twitching. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), polycystic ovaries ("polycystic ovarian syndrome") and genital haemorrhage ("abnormal genital bleeding") in a 38-year-old female patient who had essure (ess205) (batch no. 626277) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and dysfunctional uterine bleeding. Concurrent conditions included body mass index normal, irritable bowel syndrome, polycystic ovary since (B)(6) 2015, stenosis since (B)(6) 2012, tendonitis and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) from(B)(6) 2008 and paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure (ess205) inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation"), dental caries ("tooth decay"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and tooth disorder ("dental problems"). In (B)(6) 2008, the patient experienced allergy to metals ("an allergic reaction to nickel"). On (B)(6) 2008, the patient experienced polycystic ovaries (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), rash ("rashes"), rash erythematous ("itchy, red rashes"), weight increased ("weight gain"), menstrual disorder ("severe abnormal menstruation"), hepatomegaly ("enlarged liver") and alopecia ("hair loss"). In 2009, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain / knee pain"), uterine pain ("uterine pain"), tooth loss ("tooth loss"), inflammation ("severe inflammation"), pain ("general body aches"), abdominal distension ("bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("anxiety"), pruritus ("itching"), amnesia ("memory loss"), swelling ("body swollen") and abdominal pain ("abdominal pain"). The patient was treated with cyanocobalamin-tannin complex (b12), ibuprofen (ibuprofene), lisinopril, oxycodone, diazepam (valium), hydrocodone, phentermine, surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, polycystic ovaries, abdominal pain lower, arthralgia, dental caries, tooth loss, dysgeusia, inflammation, pain, abdominal distension, vaginal infection, dyspareunia, anxiety, pruritus, fatigue, allergy to metals, depression, amnesia, tooth disorder, menstrual disorder, hepatomegaly, hypertension, swelling and abdominal pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, uterine pain, menorrhagia and vaginal haemorrhage had resolved and the back pain, rash, rash erythematous, weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hepatomegaly, hypertension, inflammation, menorrhagia, menstrual disorder, pain, pelvic pain, polycystic ovaries, pruritus, rash, rash erythematous, swelling, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: negative. Ultrasound abdomen - on an unknown date: enlarged liver . Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received: events abdominal pain, high blood pressure, abnormal genital bleeding and body swollen were added. Essure insertion date was updated and removal date added. Consumers details updated. Treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and polycystic ovaries ('polycystic ovarian syndrome') in a 38-year-old female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysfunctional uterine bleeding, depression, nickel sensitivity and rotator cuff tendinitis. Concurrent conditions included polycystic ovary since (B)(6)2015, stenosis since (B)(6)2012, body mass index normal, irritable bowel syndrome, tendonitis and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2008 and paracetamol (tylenol regular). On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced genital haemorrhage ("abnormal genital bleeding"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), arthralgia ("hip pain / knee pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("dental problems / tooth loss"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6)2008, the patient experienced allergy to metals ("an allergic reaction to nickel"). On (B)(6)2008, the patient experienced polycystic ovaries (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), rash erythematous ("itchy, red rashes"), menstrual disorder ("severe abnormal menstruation"), hepatomegaly ("enlarged liver") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2009, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping/ lower abdominal pain"), uterine pain ("uterine pain"), inflammation ("severe inflammation"), pain ("general body aches"), abdominal distension ("bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("anxiety"), amnesia ("memory loss"), swelling ("body swollen"), abdominal pain ("abdominal pain"), ovarian cyst ("cyst in ovaries") and blepharospasm ("eyelid twitching"). The patient was treated with cyanocobalamin-tannin complex (b12), diazepam (valium), hydrocodone, ibuprofen (ibuprofene), lisinopril, oxycodone, phentermine and surgery (total hysterectomy and bilateral salpingo-oophorectomy and underwent oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, polycystic ovaries, abdominal pain lower, arthralgia, dental caries, tooth loss, dysgeusia, inflammation, pain, abdominal distension, vaginal infection, dyspareunia, anxiety, fatigue, allergy to metals, depression, amnesia, menstrual disorder, hepatomegaly, hypertension, swelling, abdominal pain, ovarian cyst and blepharospasm outcome was unknown, the genital haemorrhage, dysmenorrhoea, uterine pain, menorrhagia and vaginal haemorrhage had resolved and the back pain, rash erythematous, weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, blepharospasm, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hepatomegaly, hypertension, inflammation, menorrhagia, menstrual disorder, ovarian cyst, pain, pelvic pain, polycystic ovaries, rash erythematous, swelling, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: results: negative. Ultrasound abdomen - on an unknown date: results: enlarged liver. Lot number: 626277 manufacturing date: 2007/11 expiration date: 2009/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. Fu 9 and 10 processed together. On 18-jun-2020: social media received. Reporter's information added.fu 9 and 10 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and polycystic ovaries ('polycystic ovarian syndrome') in a 38-year-old female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysfunctional uterine bleeding, depression, nickel sensitivity and rotator cuff tendinitis. Concurrent conditions included polycystic ovary since (B)(6) 2015, stenosis since (B)(6) 2012, body mass index normal, irritable bowel syndrome, tendonitis and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008 and paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal genital bleeding"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), arthralgia ("hip pain / knee pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("dental problems / tooth loss"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6) 2008, the patient experienced allergy to metals ("an allergic reaction to nickel"). On (B)(6) 2008, the patient experienced polycystic ovaries (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), rash erythematous ("itchy, red rashes"), menstrual disorder ("severe abnormal menstruation"), hepatomegaly ("enlarged liver") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2009, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping/ lower abdominal pain"), uterine pain ("uterine pain"), inflammation ("severe inflammation"), pain ("general body aches"), abdominal distension ("bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("anxiety"), amnesia ("memory loss"), swelling ("body swollen"), abdominal pain ("abdominal pain") and ovarian cyst ("cyst in ovaries"). The patient was treated with cyanocobalamin-tannin complex (b12), diazepam (valium), hydrocodone, ibuprofen (ibuprofen), lisinopril, oxycodone, phentermine and surgery (total hysterectomy and bilateral salpingo-oophorectomy and underwent oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, polycystic ovaries, abdominal pain lower, arthralgia, dental caries, tooth loss, dysgeusia, inflammation, pain, abdominal distension, vaginal infection, dyspareunia, anxiety, fatigue, allergy to metals, depression, amnesia, menstrual disorder, hepatomegaly, hypertension, swelling, abdominal pain and ovarian cyst outcome was unknown, the genital haemorrhage, dysmenorrhoea, uterine pain, menorrhagia and vaginal haemorrhage had resolved and the back pain, rash erythematous, weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hepatomegaly, hypertension, inflammation, menorrhagia, menstrual disorder, ovarian cyst, pain, pelvic pain, polycystic ovaries, rash erythematous, swelling, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: results: negative. Ultrasound abdomen - on an unknown date: results: enlarged liver. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: this is a retention case. All the information: reporter¿s information. Event ¿ cyst in ovaries. References details and source documents were transferred from deletion case no. (B)(4). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), inflammation ("severe inflammation"), pain ("general body aches"), abdominal distension ("bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), anxiety ("anxiety"), rash ("rashes "), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and allergy to metals ("an allergic reaction to nickel"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, inflammation, pain, abdominal distension, vaginal infection, dyspareunia, anxiety, rash, pruritus, alopecia, fatigue, weight fluctuation and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, inflammation, menorrhagia, pain, pelvic pain, pruritus, rash, tooth loss, uterine pain, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.